Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement open spine clamp driver shipped to site 11/07/2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer

Event description:
A site representative reported that their open spine clamp driver screw was damaged. The screw for the clamp holding the spine frame was worn. No further details regarding the damage were provided. There was no patient present when this issue was identified.